Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor quality image.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) for treatment of stricture on (B)(6) 2023. Three minutes into the procedure, the scopes image began to deteriorate after cannulation. Additionally, a yellow bar popped up next to the image and the image color began to change. The procedure was completed using a reusable scope. There were no reported patient complications as a result of this event.